Manufacturer narrative:
A review of the submitted photograph was performed. There was confirmed tearing on the distal clear silicone tip (mouth) that propagated into the gray silicone area of the monopolar curved scissors tip cover accessory due to repeated/excessive mechanical and thermal stress. No thermal damage or missing piece was identified based on this analysis. Historical review of the site's complaint history confirmed patient identifier pr (B)(6) containing the report for the 1st mcs tip cover accessory. Review does not show any additional complaints related to a monopolar curved scissors instrument. A system log review could not be performed at this time because no logs would exist for the instrument accessory. Intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the evaluation. Failure analysis confirmed tearing at the mouth on the distal end. Visual inspection revealed that the tear, measuring approximately 0.018¿ to 0.193", is axially aligned with the mcs tip cover accessory. The tearing propagated towards the gray silicone area of the mcs tip cover accessory. There was no sign of thermal damage along the tearing. The observed tearing at the mouth is known to be most commonly caused by repeated thermal and mechanical stress. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, damage was observed on the mcs tip cover accessory. The user was unable to specify if the alleged damage was located at the gray silicone area of the mcs tip cover accessory. A new mcs tip cover accessory was installed into the same mcs instrument to continue the procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. No customer allegation of an arcing event was reported; however, a damaged mcs tip cover accessory could result in arcing and potentially cause or contribute to an adverse event if the malfunction were to recur.

Event description:
Intuitive surgical, inc. (Isi) received a monopolar curved scissors (mcs) tip cover accessory with no allegation of an issue along with the mcs tip cover accessory submitted under the report with patient identifier (B)(6). Isi followed up with the site and obtained the following additional information regarding the reported event and the 2nd mcs tip cover accessory: during a da vinci-assisted prostatectomy procedure performed on (B)(6) 2020, the observation of physical damage on two mcs tip cover accessories was reported. A previous report documented under patient identifier (B)(6) contains the information for the 1st mcs tip cover accessory. This report represents the 2nd mcs tip cover accessory. The site stated that an installation tool was used to properly install the mcs tip cover accessories onto the mcs instrument without any irregularities. The user installed a 3rd mcs tip cover accessory onto the same mcs instrument to continue the procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.